Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 243 mg/dl compact plus meter and 95 mg/dl on hospital meter (one touch). No death or serious injury reported. Requested return of the alleged device for evaluation.